Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. Extraneal and physioneal therapies were ongoing. The patient was recovering from the peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.